Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a complex heavily calcified mid-right coronary artery intervention after the lesion was stented, additional lesions were noted distal to the stent. A hi torque floppy ii extra support guide wire (gw) was advanced distally and a balloon catheter was advanced over the wire to dilate the distal lesion. After removal of the gw through the bleedback valve, the gw appeared to have sheared/unraveled from the proximal part to the soft tip of the wire. All devices were removed at that time. Nothing was left in the patient. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The break and stretched wire was confirmed. Additionally, the wire was noted to be twisted and scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported stretched coil, and break events. It may be possible that during insertion of the wire into the complex heavily calcified vessel, the coils were damaged leading to break and stretch; however, this could not be confirmed. . The additional noted twisted and scratched material in the returned analysis were likely due to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.